Event description:
It was reported that the patient experienced dehiscence at the lead incision site of the spinal cord stimulator (scs) system. The patient was hospitalized given IV antibiotics and the incision site was washed out. Fluid discharge was noted from the incision site and the patient experienced pain and impaired healing, wound debridement was performed again, however it was noted that there was not an infection, and the incision was resutured. The leads were then cut from the ipg and left implanted. The patient is expected to fully recover. No devices will be returned as they all remain implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear st. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7111765.